Event description:
It was reported that shaft break occurred. A 28 x 4.00 rebel bms stent was advanced for treatment. However, while advancing it over the wire, the shaft break. The device was pulled out and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 28 x 4.00 rebel bms stent was advanced for treatment. However, while advancing it over the wire, the shaft break. The device was pulled out and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. At 83.4cm from the strain relief there was a hypotube separation. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous hypotube kinks, and contrast was present in the inflation lumen and the balloon. The balloon was tightly folded, and the stent was found to be intact and in place. Product analysis confirmed the reported break as there was separation of the device. There were also numerous unreported kinks.

Event description:
It was reported that shaft break occurred. A 28 x 4.00 rebel bms stent was advanced for treatment. However, while advancing it over the wire, the shaft break. The device was pulled out and the procedure was completed with another of the same device. There were no patient complications reported.